Event description:
Device malfunction: difficult to remove, stent delivery system separation. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the right internal carotid artery, the rx acculink stent delivery system (sds) did not cross the heavily calcified lesion. During removal, the sds could not be retracted through the guiding sheath and it was noticed that the sds was broken into two separate pieces. The proximal part of the sds catheter was removed from the anatomy but the distal portion of the catheter remained in the guiding sheath. The detached portion of the sds and the guiding sheath were removed together from the body. There was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
The device has been returned for eval. Investigation is not yet complete.